Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted there was small bowel and omental adhesions to the mesh necessitating conversion to an open procedure. The mesh was excised from the abdominal wall. A small portion of the posterior sheath on the right side was excised with the mesh. A single loop of small bowel was densely adhered to the mesh and could not be freed. As much foreign material, including permanent sutures, as possible was removed. He elected to proceed with small bowel resection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.